Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high capture thresholds were observed on the right ventricular lead. The lead was explanted and replaced. There were no patient consequences after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of the lead high threshold was not confirmed. A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.